Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac instructed to go into menu > adv menu > system setup > system > and confirm settings for release time tab s and h. Then instructed to go into "menu, user settings, edit, purple / active user, basic setup, release 1 tab", look for "printer" and set this to the off position. Thereafter tac instructed to power cycle the tower and confirm that it is still working fine and capturing to the external recorder. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported the video system center exhibited image stayed frozen in the screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting and instructed to go into "menu, user settings, edit, purple or active user, basic setup, release 1 tab", look for "printer" and set this to the off position. After saving ad calling up the user, hayword took a sample image and the beep is now much shorter, about 0.5 seconds as expected, and error message no longer present. . The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.